Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled the altitude operating range. There was no impact to the customer¿s blood glucose. Reportedly, customer ultimately cleared alarm and customer continued using pump for insulin therapy.